Event description:
It was reported by service report that there were missing warning and hazard labels. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: warning, hazard label.